Manufacturer narrative:
Concomitant medical products: product ID: 694965 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pacemaker dependent and reported dizziness. The right ventricular (rv) lead was found to have noise. The lead was reprogrammed until it could be revised. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.